Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 375 mg/dl, and small to moderate ketones. Customer believed issue was related to the pump. Customer delivered correction boluses, manual injections, and reverted to their back up pump to bring their bg's back to target range.